Event description:
Boston scientific received information that this product was part of a system revision due to infection. Also, there was redness and swelling noted. There were no additional adverse patient effects reported. The product was explanted. Additional information received that the patient felt pain at implant site. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse patient effects reported. The product was explanted.